Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that a few days after implant this right atrial (ra) lead exhibited high pacing thresholds. It was believed that the ra lead had dislodged. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported. This lead was discarded and is therefore not expected to be returned for analysis.